Manufacturer narrative:
The reported events were inadequate capture, high pacing impedance, and failure to extend the helix. The reported event of failure to extend the helix was confirmed. As received, a complete lead was returned for analysis with the helix in the retracted position and clogged with blood. X-ray inspection identified the inner coil as over-torqued at the connector region, with no anomalies observed within the helix mechanism. The cause of the confirmed event was isolated to blood in the helix region and over-torquing of the inner coil. The reported events of inadequate capture and high pacing impedance were not confirmed. Electrical testing did not identify indications of conductor fractures; however, an internal short was noted, attributable to damage at the connector region, which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The physician tried to reposition the lead, but the helix failed to extend. The rv lead was not used and replaced during the procedure. The patient was stable throughout.